Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer observed a crack on the top of the transmitter after he was in the pool. The transmitter felt warm to touch. The customer observed the crack on (B)(6) 2025. The customer explained that the top side of the transmitter seemed like it had burst open. A transmitter replacement was approved and the customer was requested to send the transmitter back for further evaluation.

Manufacturer narrative:
Customer complained that transmitter was not working and they saw a crack on it after being in the pool. The customer also mentioned that the transmitter felt warm to touch. The transmitter was requested to be returned for further evaluation.the damage to the transmitter as reported by the customer could not be confirmed from the visual inspection but the circuit board showed signs of liquid ingress thus confirming the malfunction.